Manufacturer narrative:
Multi-lead trialing cable model 3555-31, (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
Additional information received reported the event occurred during the trial phase. Therefore, the patient did not have an implanted neurostimulator. The event occurred using an external neurostimulator.

Event description:
It was reported that the patient lost stimulation sensation. Troubleshooting revealed impedance measurements of "xx". The neurost imulator was exchanged without resolution. The snap lid screener cable was then changed on (B)(6) 2011 without further incident. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Visual inspection of the multi lead trailing cable found foreign material on the door closure contacts. The door closure circuit was open. Continuity was acceptable on all lead circuits. An impedance test in saline found abnormal impedances. The clinician programmer displayed lead disconnected.